Event description:
A talent abdominal stent graft system was implanted in a patient for the emergent endovascular treatment of a 9.5 cm diameter ruptured abdominal aortic aneurysm. The aortic neck was 22 mm in diameter, 15 mm long, and was angulated 60 degrees. Vessels were non-calcified and non-tortuous. It was reported that a talent bifurcated stent graft, contralateral limb, and ipsilateral extension were placed without issues. On a post-implant CT several days later, an area of jetting flow was seen on the ipsilateral side just distal to the unsupported area of the stent graft. However, no issues were able to be seen on the angiogram. The physician still elected to intervene and successfully placed an aneurx 16x16x55 limb to reline that area of the ipsilateral limb. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Pre-operatively ruptured aneurysm. Cause of type iii endoleak is unknown. Treatment of pre-operatively ruptured aneurysm. Conclusion: pre-operatively ruptured aneurysm. Cause of type iii endoleak is unknown. Treatment of pre-operatively ruptured aneurysm.